Event description:
The customer reported the tube of the evis exera ii gastrointestinal videoscope had presence bites. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the light guide lens had foreign material. There was an orangish stain inside the lens which was most likely traces that remains from the previous procedure and/or corrosion. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was twisted. Also, evaluation found water tightness was lost due to deformation of the switch box, the air/water and suction cylinder had no color, the up/down knob had corrosion, the insulation resistance value at the distal end did not meet the standard value due to burn on the scope cover, the image guide protector was chipped, the objective lens was chipped, the light guide was cracked, the scope connector, shield plate/disk, electrical connector, ID cover, plate, and scope ID were corroded due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.